Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced high blood glucose and a large air bubble in the reservoir. The customer blood glucose level was 491 mg/dl at the time of incident and the current blood glucose of the customer was 529 mg/dl. The customer reported other blood glucose level were 490 mg/dl and 446 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump and reservoir will not be returned for analysis.